Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted.

Manufacturer narrative:
Based upon the clinical evaluation, the review of the reported endoleak was inconclusive. It is uncertain if the endoleak was a non-device related type ii or a possible type iii. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified. Based upon the investigation, the reported problem was not confirmed and a root cause, therefore, was not identified. Possible contributing factors: severely calcified iliac arteries; use of antiplatelet therapy might have contributed to this event due to the persistent patency of lumbar arteries; and one week after implantation the observation of a partial stent collapse. The device remains in the patient and was not evaluated.

Event description:
It was reported that approximately 65 months post implant of a bifurcated device and an infrarenal aortic extension, the patient was seen routinely for follow up. A surveillance computed tomography (CT) scan demonstrated the patient had an endoleak and interval sac growth. The physician discussed the results with the patient and family. No intervention is planned at this time.